Event description:
Event description guidant/cpi received information that this ipg (implantable pulse generator) exhibited a battery status indicator of ert (elective replacement time) with magnet rate of 85ppm. The ipg was explanted due to premature battery depletion (implanted for 6.5 months), replaced with another ipg, and returned for analysis.